Event description:
The physician stated the camino 1104hmt read 10mm hg higher than the external transducer. The evd and transducer were re-zeroed multiple times to ensure its accuracy. The camino continued to read 10mm hg more. The catheter remained in patient to maintain sterility, but was not used to assess (icp) intracranial pressure.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.